Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. During the manufacturer's technical inspection, the error description provided by the customer was confirmed, and further defects were detected. In total the following defects were detected: led is dim. Blade damaged. Adhesive joints on camera head worn. Leaking. Leaking between plug and cover. The device passed the quality test at the time of delivery. Based on the defects identified during the technical inspection, it is assumed that the cause of the described fault is wear of the adhesive at the tip of the c-mac blade, which was caused by mechanical damage during use. The wear of the adhesive allows fluid to penetrate the blade, which affects the electronics and causes the light is dim. In addition, we would like to call your attention to a warning in the corresponding instructions for use (usb826_en_v1.2_11-2021_IFU_ce-MDR) on page 8, 15 and 16 to be aware of the correct handling of the device. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that dim light. No light on one side of led. No negative impact in state of health reported.